Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during the inspection, the deformation of the suretrak2 large fighter was confirmed. There was no patient involvement. Additional information was received. The likely cause was deterioration over time.

Manufacturer narrative:
G2: this event occurred in japan, see section e. H3, h6: the returned fighter was visibly bent. With markers attached and fully seated, the fighter was not recognized and would not track. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.